Event description:
It was reported that the blood glucose monitor was unavailable for use due to a strip error. On (B)(6) 2022 the patient attempted to test his blood glucose and received an e-11 message. On (B)(6) 2022 the customer experienced elevated blood glucose levels of feeling light headed and dizzy. The customer was unable to obtain a reading on their guide meter, due to an e11 message. The customer took his normal dosage of medication and at 2:00pm went to the hospital. Upon arrival at the hospital, the customer received a blood glucose result of 277 mg/dl. The customer was treated for hyperglycemia, however the type of treatment received was not provided. It is unknown how long the customer was hospitalized.